Event description:
The customer reported intermittent table error 60 with no movement. Error cleared after a minute or two and case was continued. Patient was not harmed.

Manufacturer narrative:
The service rep could not duplicate the minute it takes to clear, but he did get err 60 and it cleared quickly. Suspect collimator keypad is going bad. Ordered keypad. System failed mag tests in diagnostics. Adjusted power supply in xray control panel and cured that problem. Replaced collimator keypad.